Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported removal of a piccline that was malfunctioning in the sense that the infusions were flowing very poorly. No other information was provided.

Event description:
It was reported removal of a piccline that was malfunctioning in the sense that the infusions were flowing very poorly. No other information was provided. Additional information: the impact on the patient is that it was necessary to change the device. No further action has been taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty infusing the catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with an end cap. Use residue was observed throughout the catheter. An attempt to flush the catheter with water using 12ml syringe revealed the catheter was completely occluded. Microscopic inspection of the distal end of the catheter shaft confirmed it was completely occluded with what appeared to be biological residue. The occlusion within the catheter appears to be caused by the buildup of biological material. The product IFU contains suggested catheter maintenance procedures. This complaint will be recorded for future trending and monitoring purposes.